Event description:
It was reported that the cord on the motor device was frayed and wires were exposed. The reported event did not occur during surgery. There were no delays to a planned surgical procedure as an identical spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, the reporter stated the event occurred in (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the hose was torn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to mishandling by using excessive force to pull on the hose. This was further defined as user error, misuse, and/or abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.